Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 is malfunctioning error 46510.code. No patient adverse events reported.